Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip prematurely deployed. The procedure was completed with another resolution 360 clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 03/01/2023 based on the date the manufacturer became aware of the event. Block g3: medwatch # mw5115839. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with unknown anatomy location.